Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a polarity switch. It was further reported that the right atrial (ra) lead exhibited an impedance warning. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.